Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the unit noted a staple jammed in the e-piece and the handle was jammed in the actuated position. The device was noted to be improperly loaded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur as a result of an improperly loading the device. When the device is damaged or loaded improperly it causes the unit to return to be unable to return to the neutral position and may result in jammed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an inguinal hernia procedure, the device misfired on the first staple. The staple line was incomplete. No injury to the patient. Patient status: fine.